Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. Device evaluation: the explanted pump was returned for investigation and thrombus was confirmed during the evaluation. Upon disassembly, examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing. The tissue was not adhered and did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. The tissue showed evidence of denaturing and the outlet bearing cup and rotor showed contact marks, indicating that the thrombus was present while the pump was operating. The examination also noted red, biological linings along the edges of the inlet elbow and outlet elbow. The linings appeared consistent with poor surface washing, resulting from an interruption in flow, and the soft structure indicated the linings were likely acute formations. The patient was routinely transplanted and no issues related to thrombus were reported. The evaluation could not conclusively determine the cause of the observed depositions. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination and electrical continuity testing of the returned portion of driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient received a routine heart transplant on (B)(6) 2016. There were no issues reported with the pump. During investigation of the returned explanted pump, thrombus was found within the device.